Event description:
Atrial lead bipolar impedance 190 ohms. Atrial lead impedance has been trending near 200 ohms for entire lead trend. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).